Event description:
It was reported that on (B)(6). 2023, the tech indicated that the c-arm was moving on its own. A field engineer examined the equipment and it was determined that the rotary switch needed replacement, the switches were replaced and the fe verified the c-arm operation and proper operation of the system. The system me the manufacturer´s specifications. No patient injury or staff reported.